Event description:
It was reported that the impedance readings were >4000 on all bipolar pairs and >4000 on all or some of the unipolar pairs. The patient was at their doctor¿s office at the time of the report for reprogramming. Contact 3 was the only one not showing >4000 ohms as it was at 745 ohms. The last interrogation was on march 2013 and the only pair showing >4000 ohms was contacts 1 and 2. Contacts 1 and 2 also showed >4000 ohms in 2012. The patient was in a wheelchair and had fallen several times in bed. The patient¿s device was changed to continuous and the pulse width was increased. The patient had felt it in their buttocks area and by increasing the pulse width they were able to feel a different fluttering. It was also noted that there was cycling. It was further reported that contact 3 showed 1004 ohms. The cause of the impedance issue was determined to be multiple falls. There was no troubleshooting done. Appointment dates of (B)(6) were noted. The patient was doing fine at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# v536705, implanted: (B)(6) 2011, product type: lead. (B)(4).